Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the asymptomatic patient in clinic in backup vvi. The patient had a lumpectomy in (B)(6) 2015 and may not been seen since. The device was explanted and replaced successfully.